Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient tried changing it to manual mode and it caused some painful complications. Patient service (ps) asked what caller meant by ¿painful complications¿ and the patient stated the painful complications were it started to flare up at the implant site. The patient stated they have tried to recharge and it is just not working. The patient then stated it has been awhile. The patient also stated that he went to his surgeon and he got frustrated with it. The patient then stated he was given a caudal epidural to manage the pain.